Event description:
Major pump unit(s) involved: external control system failure. Specific component(s) involved: pump drive unit malfunction.

Event description:
Major pump unit(s) involved: external control system failure.additional text: flow issues.specific component(s) involved: pump drive unit malfunction.additional text: lvad inflow valve malfunction.other component:causative or contributing factor: no specific contributing cause identified.other cause:intervention(s): replacement of internal controller.other intervention:implant device type: both (in the same or visit).malfunction device type: both (in the same or visit).